Event description:
The stapler failed to cut/staple after surgeon tried three times. The stapler lever only pushed forward about 1/4 of the normal distance. The manufacturer provided return goods authorization number and product return packaging.